Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was to relieve a large bowel obstruction prior to colectomy. The malignant stricture was 3-4 cm in length within the large intestine (cancer possibly spread to liver and small intestine). The patient's anatomy was not severely tortuous. On (B)(6) 2012, a wallflex enteral colonic stent was successfully implanted within the sigmoid colon. There were no issues during the placement procedure. After the stent placement procedure, the patient had begun chemotherapy with folfox due to possible metastasis to the small intestine. Reportedly, the physician was looking for the right time to perform the procedure (colectomy). Post procedure, on (B)(6) 2012, the patient complained of abdominal pain. An inspection was performed, and although free air was not confirmed, the physician believed there was "high potential" that a perforation occurred. An emergency surgery was performed and a stoma was made for decompression. During this procedure, a perforation site was not identified; however, due to the presence of bacteria in the large intestine wall, the physician believed that a perforation likely occurred. The stent remained implanted due to adhesion. The patient was reported to be "under follow-up" post procedure. The physician planned to perform the colectomy after the patient's condition improved. In the physician's assessment, the there was a high potential that the stent and chemotherapy contributed to the perforation. Additionally, the physician felt that the infection was due to suspected perforation. Additional follow up confirmed that after performing the colectomy, the patient prognosis was reported to be "good."

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.